Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on/off and status indicator is not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device had only one event in the memory occurring on (B)(6) 2007. This would indicate the device operated successfully until the time of the complaint. The pad-pak was found to be significantly depleted. A fault was found on the printed circuit board. This fault was affecting the memory in the device not being recorded. The problem with the status indicator not flashing on the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.